Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000064378.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on one lead. As such, surgical intervention occurred where the leads were explanted and replaced with a paddle lead to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.